Manufacturer narrative:
Continuation of D10: Product ID CD9000 Serial# UNKNOWN Product Type Multiple Therapy Product Product ID WR9200 Serial# (b)(6) Product Type RECHARGER Section D information references the main component of the system. Other relevant device(s) are: Product Id: WR9200, Serial/Lot #: (b)(6). H3: Analysis of the recharger (b)(6)) found that LEDs scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the wireless recharger was placed on the dock station, the battery indicator continued to blink up and down, but charging could not be completed even after waiting for some time. It was confirmed that the green lamp at the connection between the dock station and the cord was properly lit, the power outlet was sourced from the wall, and the cord was securely connected to the dock station. Resetting of the recharger was suggested, and the power button was pressed for more than 45 seconds; however, the issue did not resolved. No patient complications were reported as a result of this event. Additional information was received from the rep. The recharger was replaced and the issue resolved.